Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated of an unapproved lens/cartridge combination with an unapproved viscoelastic. Root cause: no root cause could be identified by the investigation. No sample was returned. Additional information was provided which indicated failure to follow the directions for use. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/26/2011 by fax and mail. A completed questionnaire was received on 04/27/2011. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) tore in the cartridge. Additional information was received. The haptic broke and the incision had to be enlarged to remove the lens. During removal, the capsule broke. An anterior vitrectomy was performed and the incision was repaired with sutures. The event is reported to have resolved with treatment. An unapproved viscoelastic was used during the procedure.